Manufacturer narrative:
Examination of the returned device confirmed the black plastic protector component has become loose and rotated prohibiting successful disassembly from the adapter bolt. The root cause is attributed to (B)(6) has been initiated to change the design of product code (B)(4) as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(6). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The the adaptor wrench was torqued to the specific foot pounds the femoral adaptor became stuck in the wrench. The surgical team could not get it unstuck even after repeated blows with a mallet.